Event description:
"The patient stated: "I recently attended a routine dental cleaning and was advised to stop the use of byte aligners due to the damage the aligners are causing to my teeth. My dentist reported tooth chipping and sharpening. My dentist discouraged the continuation of byte aligners reporting the aligners would never fully straighten my teeth due to the need for shaving of teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.